Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72," "defib fault 79," "pacer fault 122," and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.